Manufacturer narrative:
This follow-up was created to document, the complaint device lot number is unknown, additional event information and updated implant date. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures.

Event description:
Additional information received stated, inability to cycle device, tubing fracture with kinking. Poor seating of the right cylinder.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a new 75cc reservoir was implanted and filled to 75cc. One 2cm rte was also added to the right cylinder. No additional information is available at this time.